Event description:
Allegedly, eprd reported 39 new complications for procotyl® l acetabular component first revision (6 infection, 9 aseptic loosening, 3 other and 21 unknown). No further information was reported. This incident is capturing 21 unknown failures.